Event description:
The MFR received information alleging a ventilator's internal battery was not working. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the MFR's service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery and power management board were replaced to address the issue.